Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was noted that the patient experienced muscle stimulation when lying down. No electrical anomalies were observed during normal and provocative testing. The physician elected to program the pulse generator. The patient would be monitored closely.

Event description:
New information noted that device reprogramming resolved muscle stimulation. There were no more issues.